Manufacturer narrative:
Valve remains implanted. Investigation is ongoing.

Event description:
As reported, due to pulmonary insufficiency she underwent placement of a 23 mm sapien xt valve in the right ventricular outflow tract. Six years later, she now has significant pulmonary insufficiency and a mean gradient by echocardiogram of 39 mm hg. The patient requires relief of stenosis and a competent valve in the right ventricular outflow tract. Her case was reviewed and it was recommended that she undergo cardiac catheterization with percutaneous pulmonary valve placement. The physician plans to schedule the cardiac catheterization in the hybrid operting room.

Manufacturer narrative:
Additional information indicated that a valve in valve was performed for insufficiency and stenosis. The patient was stable post successful procedure. The device is not available for return, as it remains implanted in the patient. As no device was returned, no visual inspection, functional testing, or dimensional testing could be performed. No imagery was returned for review. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. Therefore, a device history review (DHR) and lot history review are not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that in this case the sapien xt was implanted in native pulmonic position. The sapien xt with the novaflex+ delivery system (ds) was indicated for native aortic valve replacement and surgical bioprosthetic aortic valve replacement at the time of implant. So, this is considered off-label. The IFU and training manuals in this section are for tf (transfemoral) procedure in aortic position and was reviewed for relevant guidance for a sapien xt implant using a novaflex+ delivery system. The IFU for novaflex+ delivery system with sapien xt valve was reviewed. It does warn that accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Thv recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Long-term durability has not been established for the thv. Regular medical follow-up is advised to evaluate valve performance. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The degeneration was confirmed from the medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that in this case sapien xt was implanted in pulmonic position, which was not indicated use at the time of implant. Therefore, this case was considered off-label. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited information available, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.